Event description:
Information received by medtronic indicated that the insulin pump and transmitter was not communicating with each other. No harm requiring medical intervention was reported. Customer will discontinue use of the device. Device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.10d. Retainer ring = clear. Customer complained about the unit having no com pump to transmitter on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap did not locked in place properly due to broken retainer ring. Pump passed self test. Pump was unable to perform displacement test due to broken retainer ring. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully downloaded traces and history file using thump. Pump was cut opened and moisture damage was noted on pcb1, pcb2, and motor home switch. The following were noted during visual inspection: scratched case, scratched case, scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, serial number label damage, partially broken retainer ring, partially detached retainer ring, broken reservoir tube lip, moisture damage, corroded motor home switch. No com pump to transmitter was not confirmed, however moisture damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.